Event description:
It was reported that the ligasure had a bent prong. There was no patient injury, medical intervention, or extended procedure time reported. These are commonly used devices that are readily available.

Manufacturer narrative:
The device was returned to stryker sustainability solutions for evaluation. The returned complaint device was received with the stryker sustainability packaging box but without the packaging tray. Upon visual inspection, there was some evidence of bioburden present on the tip of the device. Further inspection showed evidence of all 6 spacer pads were intact without being worn down. The device plug, which was stryker branded, was inspected for damage, corrosion and deformation on both sides and showed evidence of the left prong bent inwards due to some sort of impact. The bent prong did not show any evidence of being loose. The results of the visual inspection determined that the reported event was confirmed. A review of the DHR supports that the device met all inspection and test criteria prior to release from stryker. Therefore, the most likely root cause is handling conditions subsequent to distribution by stryker's sustainability solutions. The instructions for use (IFU) state: remove instrument from tray by firmly pulling on the handle. Do not pull on the instrument jaws or cable. Inspect the instrument and cords for breaks, cracks, nicks, or other damage before use. Failure to observe this caution may result in injury or electrical shock to the patient or surgical team, or cause damage to the instrument. If damaged, do not use. The reported event will continue to be monitored through post-market surveillance.